Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that his humidifier emitted flames and damaged his wall. There were no injuries reported with this incident.